Event description:
Caller reported lancet protruding from multiclix device cap. No adverse event reported. A request was made for the return of the device and lancets. However, it was discarded and will not be returned. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.